Event description:
It was reported that medfusion 4000 pump, occlusion alarm when running/top case cracked. No patient injury reported.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement; issue was found during testing. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was badly broken and tamper seals were removed/broken. Review of the event history log showed an occurrence of "motor rate error." Functional testing involved occlusion testing and found that the device exhibited "motor rate error." Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that normal wear was the cause of the reported issue as the device was over nine (9) years old. The top case was replaced and worm coupling, worm gear, lead screw and both clutch halves were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement; issue was found during testing. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was badly broken and tamper seals were removed/broken. Review of the event history log showed an occurrence of "motor rate error." Functional testing involved occlusion testing and found that the device exhibited "motor rate error." Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that normal wear was the cause of the reported issue as the device was over nine (9) years old. The top case was replaced and worm coupling, worm gear, lead screw and both clutch halves were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.